Event description:
It was reported that during a coronary artery bypass graft procedure, the surgeon inserted the catheter and the balloon was inflated. The catheter was in its correct position and under echo administration of cardioplegia solution could be seen. However, the surgeon was unable to arrest the heart at this time. The case was converted to a beating heart procedure with a left side thoracotomy and was successfully completed.